Manufacturer narrative:
The investigation concluded that a small amount of fluid, that likely contained patient sample, splashed onto the customer's face while she was clearing a jam from the disposal chute connected to waste container b on the vitros 5600 analyzer. The root cause of this event is user error, as the customer did not use proper personal protection equipment (face mask) while clearing the microwell jam. Under the daily maintenance procedure of the on-board user documentation (vdocs), the following warning is displayed: "danger: waste container b will contain trace amounts of sample fluid. Handle waste as biohazardous material. Remove waste according to instructions and accepted laboratory procedures". In addition, the customer used a non-vitros plastic bag to line waste container b, which may have contributed to the microwell jam by obstructing the discard chute.

Event description:
A customer was splashed on her face by fluid from vitros microwells that had been processed on the vitros 5600 analyzer. This event constitutes biohazard exposure. There was no immediate harm to the subject as a result of this event. (B)(4).